Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) device experienced an episode of dizziness, and while checking the device during this episode, asystole was observed. The physician sent x-ray images to technical service (ts) for review. Ts advised that the right ventricular (rv) lead was sensing signals marked as rvs which led to the patient's asystole and dizziness. Those signals appeared to come from atrial activity. It was noticed on the x-rays that there was an abandoned pacing lead in the rv and the tip of that lead was very close to the active rv defibrillation lead. This non-boston scientific lead appeared to be conducting atrial activity down to the rv and the active rv defibrillation lead could was sensing it and marking it as rvs. Ts provided programming options and discussed removing the abandoned lead. It was later reported that the physician did not intend to change the programming to avoid oversensing the signals and planned to transfer the patient to another facility for a possible surgical intervention of the non-boston scientific lead. This device remains implanted. No additional adverse patient effects were reported. Several attempts to obtain the serial number of this lead have been unsuccessful.